Manufacturer narrative:
During the procedure, the orbit mini complex fill 2x2 coil (637mf0202/ 15472858) detached during pulling out of the target aneurysm accidentally, and the oil was left in the aneurysm. During the case a sl 10 microcatheter was used with the coil, and a constant and dedicated saline source was used at all times. After the event, the procedure was completed by filling out the target aneurysm with other coils. After the event, no damages were noticed on the device (kink, bend, stretched, fracture, separate, etc). There was no adverse event, and the component will be return for analysis. A non-sterile orbit mini complex fill 2x2 received coiled inside of a plastic bag. The hypotube was found kinked. The introducer was received zipped without damage. The support coil and gripper were found inside of the introducer while the embolic coil was not received for evaluation. The gripper was inspected under microscope, no obstructions or damage was noted on the purge hole, also marks of the embolic coil was attached to the gripper can be observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the damages found in the device could not be conclusively determined; however this does not appear to be manufacturing related since inspections are in place that prevents these kinds of damages from leaving the facility. Therefore no corrective actions will be taken. The complaint of premature detachment could not be confirmed; however, review of the information suggests that target lesion and procedural issues may have contributed to the reported and confirmed events.

Event description:
During the procedure, the orbit mini complex fill 2x2 coil (B)(4) detached during pulling out of the target aneurysm accidentally, and the oil was left in the aneurysm. During the case a sl 10 microcatheter was used with the coil, and a constant and dedicated saline source was used at all times. After the event, the procedure was completed by filling out the target aneurysm with other coils. After the event, no damages were noticed on the device (kink, bend, stretched, fracture, separate, etc). There was no adverse event, and the component will be return for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of 15472858 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt